Event description:
It was reported that a novum iq large volume pump did not alarm for a downstream occlusion. This occurred during use; however, patient involvement was not specified. The tubing was out of the channel and the line was clearly being pinched; the pump did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.